Manufacturer narrative:
The investigation led to the following observations: ¿ this issue has been reproduced by the r&d team; ¿ the most likely hypothesis is a programmer software issue; ¿ the investigation will continue since the root-cause has not been found yet. The complaint is recorded for trending purposes.

Event description:
Reportedly, in a training session on dfts using the new interface sv 3.16, we've experienced some bugs: - markers didn't appear as in the sensing test - (more urgent) when the charge and shock was selected the markers disappear and we couldn't see the shock being applied on the markers afterwards.

Event description:
Reportedly, in a training session on dfts using the new interface sv 3.16, we've experienced some bugs: - markers didn't appear as in the sensing test - (more urgent) when the charge and shock was selected the markers disappear and we couldn't see the shock being applied on the markers afterwards.